Event description:
It was reported by the dealer that an invacare shower chairs broke this weekend and resulted in a patient fall. This is one of the chairs that purchased thru your company in (B)(6), 2012. No date code for device provided. No report of patient injury, no additional information provided.